Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with a case of atrial undersensing. Low p-waves were observed in the freeze capture which resulted in consistent undersensing. Programming changes were suggested but not made as of yet. No patient consequences reported.